Event description:
Patient representative reported, "breast implant disease". This event is not device related.

Manufacturer narrative:
Health effect- impact code: f2203, f2303. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and necrosis.

Event description:
Patient representative reported "unspecified medical effects". Later, company representative reported "left capsule (capsulectomy), fibro adipose tissue with foci of chronic lympho- plasmocytic reaction, isolated giant cell reaction foreign body type in relation to the silicone material and areas with synovial metaplasia, compatible with periprosthetic capsule¿,¿ retro areolar left capsule (capsulectomy): fibro adipose tissue with foci of lympho-histiocytic reaction, isolated calcifications and ischemic necrosis areas, compatible with periprosthetic capsule, periprosthetic mammary tissue without histologic alterations¿, ¿left mammary tissue (prophylactic glandulectomy): mammary tissue without histologic alterations. Partial capsule lower side of contralateral breast (capsulectomy): fibro adipose tissue with synovial superficial metaplasia and isolated chronic inflammation foci and histiocytic reaction and giant cell of foreign body type in relation to silicone material type, compatible with periprosthetic capsule.¿, ¿left mammary prosthesis shows signs of capsular contracture mild degree without clinical repercussion as for pain, nor changes in volume or local inflammatory signs. But causing a mild asymmetry of shape of the implants¿, ¿possible relation with the appearance of a rare infrequent type of cancer it is advised the bilateral replacement and at the same time perform the precise symmetrisation", ¿local discomfort in both breasts". The device has been explanted and replaced with non-allergen device.